Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify back light anomaly due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump for the backlight did not turn on. Customer stated that backlight did not work. Customer stated that the backlight did not turn on during easy bolus attempt. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.